Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor does not work after a power surge and complete power cannot be restored. The lights on the monitor will not stop blinking. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 2490c8, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was no defect found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.